Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed hair inside the drip chamber. Additionally, visual inspection of the returned sample confirmed the presence of hair within the fluid path of the chamber. The reported condition was verified. The cause of the issue was determined to be related to the introduction of foreign material during supplier manufacturing operations. A batch record review was conducted, and no manufacturing deviations related to the reported condition were identified for the affected lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set had hair or fiber inside chamber, half compressed into attachment point and the particulate matter was located inside the fluid path. The issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.